Manufacturer narrative:
(B)(4). The customer's report of a leak was not confirmed. Blood was observed to be backed up approximately 9 inches from the male luer. Visual inspection and functional testing found no fault with the returned set. There was also no problem encountered when attaching a stopcock to the set's male luer. The root cause of the customer's experience of a leak was not identified, no fault was found with the returned set. Although lot number unknown, the smartsite laser number indicates this set was built between 03/30/2011 and 04/15/2011. The expiration date would be either 03/01/2014 or 04/01/2014.

Event description:
Customer reported lipids hung per protocol with new lipid tubing. Microclave was removed because it was broken from previous tubing. New tubing connected directly to stopcock. Lipids dripping in drip chamber and moving through tubing. Approximately 1 hour and 15 minutes later, nursing assistant was in room and called rn to bedside. Blood backed up in tubing from patient and pooled on floor with lipids. Tubing all connected, lipids/blood dripping from lipid tubing and stopcock connection. Stopcock changed, tubing not reconnecting to new stopcock, tubing noted to be broken. Pharmacy made new bag of lipids, new tubing hung per protocol. Customer states no further patient or event information is available.